Event description:
It was reported that during explant of the lead, it broke off at the level of the tines leaving the tines and electrodes in the pt. Additional info was requested.

Manufacturer narrative:
(B)(4).